Manufacturer narrative:
Investigation results: the customer reported damage at the PICC and needleless connector, and returned samples under associated complaint pr 13928419. Upon initial visual examination, the set verified the complaint of component damage, the male luer stem was broken off of the material 2000e standalone smart site. The luer stem was lodged within the PICC line, and was unable to be dislodged. The luer stem was fully fractured, but did not have any degradation of the material or any other remarkable features. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It is reported broken component. We recently encountered an issue where a PICC line was damaged during the removal of a needleless connector. The connector broke and could not be detached from the PICC line. The patient was receiving tpn, and although connectors are changed daily, we¿ve noticed that with tpn, the components tend to adhere tightly, making removal difficult. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Yes, patient required replacement of PICC line total number of occurrences? 1